Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the pin broke off and the one of the lock levers broke. There was no irregularity in the manufacturing record during the period when the subject device lot was supposed to be manufactured. Based on the similar case, the pin likely broke due to excessive force during use. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the facility staff had an experience that some fluids dropped from an endoscope after reprocessing step completed with an automated endoscope reprocessor (aer). The day the facility reported, an olympus field service engineer (fs) checked the endoscope and the aer; however, there was no irregularity in the devices. Seven days after the day, the fs visited the facility again to check all connecting tube in the facility and found the pin within the equipment side connector of the subject device was broken and missing. There was no pt injury report related to the event.